Event description:
Caller tested 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.79 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.